Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that the expiratory limb of a rt380 adult dual heated evaqua2 breathing circuit was found damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4), method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit revealed that the evaqua2 tubing was found degraded. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the reported event occurred due to the tube being exposed to excessive uv light for a longer period of time. The customer provided photos of rt380 evaqua2 adult breathing circuits being stored on the windowsill. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that the expiratory limb of a rt380 adult dual heated evaqua2 breathing circuit was found damaged before use. There was no patient involvement.